Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. The arterial access site was confirmed in the common femoral artery close to the bifurcation. It was reported that the physician encountered resistance during the insertion of the device; therefore, the site was visualized under fluoroscopy. The physician discovered that the device was buckled over on itself at the area where the foot ends and the sheath begins. When the physician attempted to retract the device, it was reported that only the proximal and distal guides were retrieved and the sheath remained in the pt's artery. There was no bleeding at the access site as the sheath occluded the artery. The pt was taken to surgery for removal of the sheath and repair of the artery with a stitch. The pt was discharged within two days and is doing fine to date. There were no reported adverse pt sequelae.